Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is june 19, 2015.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for system extraction due to infection. The device had eroded through the skin. The patient's medical history was significant for a prior system infection. There are currently no plans for a system replacement.